Event description:
It was reported that the implantable neurostimulator (ins) needed an adjustment. It was noted that the ins had not been working for a while. It was also noted that the patient had been incarcerated for a while. It was noted that the reporter was unsure if the ins was overdischarged or if the patient was charging during that time.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4)